Event description:
Customer reported via phone, during prime the insulin pump alarmed no delivery when it reached three units. Customer attempted filling the tubing ten times each time changing out the whole set and issues persisted. Customer's blood glucose was 161 mg/dl. Troubleshooting was performed. The customer was advised to disconnected and reconnect the infusion set and reservoir, then manually push insulin through tubing, and insulin did exit. Customer reconnected the reservoir to the device and performed manual prime and it alarmed again. Customer was to revert to back up plan, retrieve setting, and the device need to be replaced. Customer agreed to return the device for further analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump passed the rewind, displacement, prime and excessive no delivery test. No excessive no delivery alarm noted. The insulin pump was received with cracked case at the display window corners, cracked battery tube threads, cracked reservoir tube lip.